Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The spring tip was stretched. The wire was exposed through the delivery sheath. Also, the sheath and wire were damage. Under microscope magnification the spring tip was stretched, and the sheath was damage. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Also, the sheath was damage.

Event description:
It was reported that filter detachment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left common carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filter became detached from the guidewire. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure.

Event description:
It was reported that filter detachment occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left common carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the filter became detached from the guidewire. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure.